Event description:
(B)(4). It was reported by a hospital nursing staff member that they allegedly received a small electrical shock when plugging a device into an outlet of the equipment boom. The nurse stated that the shock had a feeling of a "static discharge" and that it did not result in any injury requiring any medical intervention. There was no injury to a pt reported nor any adverse consequence.

Manufacturer narrative:
There is no expiration date for this product. The device has not been returned to the MFR for additional eval. Eval summary: the outlet that was allegedly malfunctioning is being returned for additional eval. The investigation is ongoing. The nurse stated that the shock had a feeling of a "static discharge" and that it did not result in any injury requiring any medical intervention. There was no injury to a pt reported nor any adverse consequence. This is not a single use device.